Event description:
Early 50¿s female with history of uterine bleeding. Procedure: biliary uterine artery embolism and percutaneous superior hypogastric nerve block. Upon injecting the surgifoam, 3 catheters (1 after the other) broke near the hub. A fourth one used without difficulty. No known harm to the patient, minor delay in procedure. Please note that 3 devices, consecutively broke in the same area- 2 different lot numbers. Manufacturer response for catheter, continuous flush, direxion hi-flo fathom-16 system (per site reporter). (B)(6). Manufacturer response for catheter, continuous flush, direxion hi-flo fathom-16 system (per site reporter). (B)(6). Manufacturer response for catheter, continuous flush, direxion hi-flo (per site reporter). (B)(6).